Event description:
Information received a smiths medical display issue and tap with fingers, it will disappear and the numbers randomly move. No adverse patient events reported.

Manufacturer narrative:
Other, other text: additional information b5, d3 d5 g5. D4 is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cm(B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Wear and tear damage to drain fitting, enclosure, water tank cover, front cover, plate clip, and line cord. The technician filled reservoir with water, attached temperature check to hotline, plugged in line cord, and turned-on power switch to perform safety/electrical test. The reported issue was confirmed. The root cause was found to be faulty printed cirucit board (pcb). The technician replaced pcb., corrected data: corrected d1, d2, d10, g1, h3, h6

Event description:
Additional information received: issue discovered during testing. No patient involvement.